Event description:
Same case as MDR ID: 2134265-2011-03282. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the moderately tortuous and moderately calcified circumflex artery. The physician was platforming outside of the patient's body with a 1.5mm rotalink plus unit at about 200,000 rpm, and after 32 seconds the rotawire fractured proximal to the tip of the burr. The guide wire broke outside of the patient's body, and the whole thing was removed from the patient. There was no damage noted to the burr. The procedure was completed with a new rotalink plus system. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the coil was kinked proximal to the handshake connection. The burr anulus was damaged; which is consistent with the guide wire coming into contact with the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03282. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. The lesion being treated was located in the moderately tortuous and moderately calcified circumflex artery. The physician was platforming outside of the patient¿s body with a 1.5mm rotalink plus unit at about 200,000 rpm, and after 32 seconds the rotawire fractured proximal to the tip of the burr. The guide wire broke outside of the patient¿s body, and the whole thing was removed from the patient. There was no damage noted to the burr. The procedure was completed with a new rotalink plus system. There were no patient complications reported and the patient status is fine.